Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that there is physical damage to the insulin pump; the bottom of the insulin pump was cracked and the drive support cap was loose. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The mother did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.